Manufacturer narrative:
Based on the claim against the product by the customer noting the tenaculum forceps, was broken., an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to be a broken pitch cable broken at eth distal end and a pitch cable dislodged at the proximal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. A review of the procedure logs identified that the instrument was last used in a benign hysterectomy procedure on 13-oct-2022 using system sk2786. The root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The tenaculum forceps instrument is currently associated with corrective actions regarding design to change the pitch cable allowing for crimp retention. This design change will ensure that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that a design change is in progress to help reduce the severity of pitch cable failure. This issue will continue to be tracked. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps, was broken. The procedure was completed with no reported injury.